Event description:
The patient reported high blood glucose levels and was treated with insulin pen on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: hungary name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380